Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Additional information was received a revision procedure recently took place to address the issue. Upon opening the pocket, it was determined a connection issue between the lead and device was the root cause of the issue instead of being solely a lead issue. The lead was tested with a pacing system analyzer and determined to be normal, therefore the lead and device were-reconnected with normal diagnostics. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert was detected for high out of range (oor) pacing impedance measurements. This right ventricular (rv) lead remains in service. There were no adverse patient effects reported. Subsequently, additional information was received that the pg was reprogrammed from biventricular to left ventricular (lv) configuration. The physician will continue to monitor patient through latitude. There were no adverse patient effects reported. This patient was not pacemaker dependent. No further changes at this time.

Event description:
Additional information was received that this patient recently was admitted to the hospital due to dyspnea symptoms. During the device check, it was noted thresholds on the rv lead had risen even more than before, and now displayed non-capture at maximum output. High impedance levels had also persisted on the lead. An x-ray was taken and displayed no lead damages, however the patient was scheduled for a lead extraction in the near future, however this has not taken place at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.